Manufacturer narrative:
The product was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the product has been returned and the investigation is complete.

Event description:
It was reported that suction on the zimmer pulsavac plus high capacity intramedullary tip was not available due to yellow part of the brush tip "fitted in the hollow for suction". It was reported that the yellow tip part was discarded by the hospital and there was no harm or delay reported, and the procedure was completed with an alternate device. There was no additional info available at the time of this report.